Event description:
It was reported that the atrial lead exhibited noise. The noise could not be reproduced in the clinic. The lead remained implanted.

Manufacturer narrative:
No medwatch form was received.